Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/functional evaluation: the packaging tray was returned clean, and the tyvek seal was found to be intact. The plastic tray was inspected and a crack was found on the bottom of the tray. When viewing the tray from the bottom, the crack in the plastic was found at the sample chamber end of the tray. The crack was found to be approximately 1.00 inch in length. The outer 5-pack packaging was noted to have signs of compression on the sides of the box, adjacent to the top and bottom surfaces. No other visual anomalies were noted. No functional testing of the device was performed as this was a packaging issue. Image/photo review: no images/photos were provided for evaluation. Conclusion: one encor probe was returned for evaluation. The investigation is confirmed for the reported breach of sterile barrier, as a crack was noted in the plastic of the probe packaging tray. The definitive root cause could not be determined based upon available information. Labeling review: the current instructions for use (IFU) states: how supplied: the encor® biopsy probe is supplied sterile and is intended for single use only. Complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. Using standard aseptic technique, remove the biopsy probe from the package and check for damage. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a crack was observed on the edge of the clear plastic packaging tray near the sample collection basket. This crack was observed as the devices were being placed in the facility's inventory. There was no report of patient involvement.